Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,d9,h2,h3,h4,h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: color bar displayed instead of image; dust had adhered to the inside; failure of the cp board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device experienced a complete processor shutdown. The issue occurred during setup or inspection for use (i.e., during room setup or before the patient was in the room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.